Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate therapy due incorrect interpretation of signal. Programming changes were recommended but not yet implemented. The patient was stable.